Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their therapy is not working starting in the last week. Patient reported therapy had been working so well and then suddenly stopped. Patient clarified they are not getting a 50% reduction in symptoms. Patient denied any recent trauma to implant site or falls. Patient stated they have been more active in the pool, but it is low impact activity. Agent reviewed activities overview. Patient reported they changed programs and it's still not working. Patient stated "it's like it's shutting itself off or something". Patient reported they had been on program 1 most of the time but they've been turning it up more and more so it will work and eventually it just stopped working so they changed programs. Patient reported it didn't work the same on the new program so patient stated they tried to change back to program 1 but reported it won't allow them to change back to program 1. Patient stated they were getting a message that they don't have permission to be on that program anymore. Reviewed how to connect w ith patient's implant to check therapy status. Patient successfully connected with their implant on the call and confirmed therapy was on at program 2 at 1.2. Patient stated they felt a little bit of stimulation but it's not managing their symptoms by 50%. Patient successfully changed back to program 1 and increased stimulation on the call. Patient inquired what to do if they increase stimulation to a point where it's starting to hurt bad when they use it. Reviewed therapy overview and expectations. Patient inquired if there are some programs they are not allowed to use. Redirected patient to their managing healthcare provider to discuss programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have dr's appt next week and they are meeting with a pt who knows more about the device and stated they did not get any training when they got it. Patient will try making therapy adjustments and will monitor symptoms.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back and repeated same concerns as previous call, see call summary. Patient said that when first received the implant didn't receive any training or support and had to figure it out themselves. Patient said that is being bounced back and forth between the pa at the clinic and the representative who wasn't responding to patient's calls. Patient stated still having therapy issues, said when it works it works however patient will go through these "fatigue" periods where it isn't helping at all. Patient said that has adjustments settings and switched programs and initially will get better symptom control however then will again experience those "fatigue" periods of time and symptoms will return. Patient also repeated that at times when tries to switch programs received message that doesn't have access, said that this occurred again three days ago. Reviewed therapy expectations as based on patient's description patient may be experiencing an overall improvement of 80% however 20% of the time no symptom control. Reviewed programming and when patient connected was able to access program page and had access to all seven standard programs. Patient did switch programs during the calls.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.